Event description:
Difficulty in removing the device due to a cuff roll at the balloon. The indwelling period was 30 days. Due to the difficulty, the device was cut above the patient's body surface and removed endoscopically. According to the report, although no intense negative pressure was put on the balloon when withdrawing water from it using a 20 cc syringe, the cuff roll was formed.

Manufacturer narrative:
The complaint for "cuff roll" is confirmed, the exact cause cannot be determined. During functional testing, the balloon was inflated with a 20cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon were observed collapsing in a uniformed manner. The incident of "cuff roll" was observed upon deflation of the balloon. The "rolling" of the balloon material is located at the distal end of the balloon. A chr is not possible, as no manufacturing lot number information has been provided by complainant.